Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was placed with "no problems" immediately before an anterior repair was performed using a pinnacle posterior pelvic floor repair kit. After the physician placed the right mesh leg of the pinnacle, and was throwing the left one through the other ligament, the left mesh leg "passed through the ligament and into the rectum." The rectal perforation was repaired by suturing. The physician reportedly then removed the pinnacle mesh from the patient, to "err on the side of caution, not because he believed there was a malfunction of the pinnacle device."the physician completed the procedure by performing a "standard posterior colpoperineorrhaphy." The patient was hospitalized for "the normal post op course" and was prescribed one gram of the antibiotic ancef, administered intravenously every 8 hours, with two additional doses post-procedure. The patient was reportedly "fine" following the procedure.